Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, while preparing the device, it was observed that the needle detached from the thread upon opening the package. There was no patient involved.